Event description:
It was reported that the patient had driveline power fault alarms on (B)(6) 2022. The patient's modular cable was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Evaluation of returned modular cable, lot number 8005559, did not reveal any issues that would have contributed to reported event. Visual inspection of the modular cable polyurethane jacket revealed no evidence of damage. Examination of the underlying armor layer revealed no evidence of damage, and upon removal of the armor layer, the bionate layer appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear. Additionally, microscopic inspection revealed no insulation breaches. The controller and inline connector pins appeared unremarkable. Visual inspection revealed gray discoloration of the polyurethane jacket and inline connector bend relief. The modular cable was connected to a cirris tester in the condition it was received to evaluate the integrity of its wires. The cable passed electrical testing without issue. The modular cable was also connected to a mock circulatory loop and was used to run a test heartmate 3 pump for an extended period of time, approximately 4 hours. No notable alarms or events were captured during this testing period, even with manual manipulation of the modular cable. The patient remains ongoing on left ventricular assist system (lvas) support with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the modular cable lot #8005559 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 27jul2021. No further information was provided. The manufacturer is closing the file on this event.